Event description:
It was reported that balloon rupture occurred. The target lesion was located in the upper limb veins. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon burst when pressure reached 20 atmospheres the procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the upper limb veins. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon burst when pressure reached 20 atmospheres the procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable. It was further reported that the duration upon rupture was 1 minute, and the device was removed from the patient.

Manufacturer narrative:
Device evaluation by manufacturer: upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximally of the proximal marker band. A visual examination observed no damage to the tip and shaft or the markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the upper limb veins. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon burst when pressure reached 20 atmospheres the procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable. It was further reported that the duration upon rupture was 1 minute, and the device was removed from the patient. It was further reported that the lesion was 50% stenosed and was located in a moderately tortuous and moderately calcified.